Event description:
Per the clinic, the patient experienced migration of the implant body resulting in discomfort and pain around the implant side. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct returned to manufacturer date is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2013.